Event description:
The account generated an elevated carbon dioxide of 41 mmol/l on a patient sample that repeated at 26 mmol/l when processing on the architect c8000 analyzer. No specific patient information is available. No impact to patient management was reported.

Manufacturer narrative:
The abbott field service representative requested the customer to calibrate the sample probe and co2 assay. After calibration was completed, a 10 point precision run was performed on the sample with acceptable precision. The sample probe was deemed the likely cause of the result issue, which was resolved through normal troubleshooting procedures. A tracking and trending review did not identify an adverse trend for the sample probe. Nor did a review of subsequent instrument service history for the architect c8000 at the account reveal additional complaints of erratic or discrepant results. The architect system operations manual provides adequate information with regard to required maintenance and troubleshooting of the issue. A known cause for erratic results includes sample probe out of alignment. The issue was resolved through standard troubleshooting procedures of calibrating the sample probe. Also, the issue was isolated to a single sample; therefore, a possible issue with sample handling cannot be ruled out. Based on the information available, there is no indication of a deficiency of the architect c8000 analyzer or sample probe.

Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete. Evaluation is in process.